Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent audio output. The root cause was determined to be a defective speaker sub-assembly. CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced intermittent audio output. Dexcom has issued an rga for patient to return device to be investigated.